Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid leaking from inside the cassette door of the cycler. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the patient verified being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed the ability to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, on the safety clamp, and on the molded clamp. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The balloon valve actuation test passed. The patient pressure sensor test passed. The ast (accelerated stress test) 3 hours was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the test. There were visual indications of dried fluid on the bottom cover under the pump assembly and on the bonnets behind the mushroom heads. The cause of the observed dried fluid could not be determined.an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid leaking from inside the cassette door of the cycler. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the patient verified being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed the ability to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.